Manufacturer narrative:
Investigation conclusion:a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting 5 false positive sars results all from an asymptomatic single user (each will be filed as a separate event). Customer communicated the result was confirmed negative by pcr and another rapid antigen test.